Manufacturer narrative:
Initial and final MDR 1906347- MDR 3003442380-2024- 12684- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set was fell off within 1-12 hours of use. Patients bg level was found to be 21 mmol. No further information available.